Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv oversensing episodes were observed. Upon provocation testing, noise was suspected to be from myopotential oversensing. The right ventricular lead was suspected to be damaged. No further information is available.